Event description:
Event reported by attorney. The legal complaint states the following. Pt had t-sling implanted on (B)(6) 2004. Pt was diagnosed with stress urinary incontinence and a grade ii cystocele. Pt underwent a transobturator suburethral sling procedure with caldera's synthetic prosthesis. Pt claims recurrence of incontinence, chronic pain, inability to lift heavy items, recurring infections, erosion of sling and foul odor, anxiety, depression and emotional distress. No further info is available at this time.